Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 8, 2019.

Manufacturer narrative:
The insulin pump was received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 350 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.